Manufacturer narrative:
The event of "inflammation/ irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/ irritation.

Event description:
Description of event/problem. Healthcare professional reported "surgeon would like to discuss alloderm incorporation on patient. She does not believe the alloderm is at fault for incorporating. Patient may have experienced red breast and limpodema but I am not sure the surgeon was positive on either of these diagnoses at the time of surgery. A complaint has been logged as well. (Per rep)". The event of lymphedema is considered not device related. This record is for an unknown side. Device was explanted.